Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited oversensing. The pacemaker was damaged by the physician when taking it out. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.